Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported events of ¿foreign material in the auxiliary water channel¿ and ¿plastic distal end cover was burnt¿ were confirmed. However; the foreign material was not identified. There was no deformation at the place where the foreign material remained. A definitive root cause could not be determined. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (IFU). The distal cover being burnt was likely attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. However, despite repeated requests, no information was obtained as to whether or not the user used high-energy endo therapy accessories. The event of burn can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif-1100 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions for gif-1100 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material in the jet tube and had a burn on the plastic distal end cover. There were no reports of patient involvement.